Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were seen at the end of the tubing during fill tubing. Reportedly, insulin leaked at the luer lock. During troubleshooting with tandem's technical support, the user disconnected/reconnected the luer lock connection successfully and saw insulin drops at the end of the tubing. There was no impact to the user's blood glucose level.